Manufacturer narrative:
(B)(4), provides product failure investigation, analysis, and resolution for the device described in this report. The service technician checked the rotoflow and hl20 unit and was unable to replicate the described problem. No repair was performed. A follow-up with the customer in march 2012 indicated that the device was working correctly and there had been no more problems reported for the device. (B)(4).

Event description:
On (B)(4) 2012, (B)(6) reported that on (B)(6) 2011 for a rotoflow attached to a hl20, prc 20-121, 2 pumps console ((B)(6)) they received a "no communication" alarm when the rotoflow was in arterial mode without any indication of signal interruption to the console. The rotoflow unit was unable to be switched from free mode to arterial mode without generating the "no communication" alarm. (B)(4).